Event description:
A customer reported to baxter (B)(4) of a stopcock in which cracks were observed during patient use. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "a stopcock in which cracks were observed" was confirmed during visual inspection of the sample. Visual inspection revealed that the samples were full of blood. Several cracks were noticed on the stopcocks. The assignable root cause of the reported condition is unknown. Should additional information be received, a follow-up medwatch will be submitted.